Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: examination of the returned device finds the knob of the device has sheared off. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the course of the procedure this instrument is required to both set orientation and to hold the offset bolt while it is being locked into position. On starting to use the handle, the offset bolt did not slide into the grip/ vice part of the handle, obviously inferring the bolt was a little tight and needed to be loosened. When trying to loosen the bolt, a pair of pliers was required as it was too difficult by hand. The clamp was loosened off. When the offset bolt slid into the vice part, the surgeon was unable to engage the threads in the bolt, inferring the bolt had indeed been backed out too far and was no longer in contact with the far thread.